Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The technical support engineer advised the customer to power cycle the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The issue was resolved on the phone. The phone support details did not reveal any issues related to the customer reported event. Follow up with the customer confirmed no further issues were noted with the system. Review of the logs confirmed the endoscope was used in subsequent procedures without issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) due to an inconsistent endoscope horizon indication. The issue persisted despite replacing the original 30-degree endoscope with a new one, as the endoscope continued to not show up or down. The customer removed the endoscope and erased the guided tool change, but the issue still remained. The tse advised the caller to perform a power cycle on the system after the procedure to potentially resolve the issue. The procedure was completing as planned with no report of patient injury.